Event description:
Information received indicates the bed has not functions working.

Manufacturer narrative:
The technician replaced the f5 and f7 fuses on the power control module to repair the bed.